Manufacturer narrative:
Reason for reoperation: lymphoma - alcl, "breast swelling' that was spontaneous and failed to resolve".

Event description:
Article reports a patient with alcl, eight years after getting her implants. Physician reports a left side double capsule and breast implant associated anaplastic large cell lymphoma; pathological markers of cd30 positive and alk negative have been confirmed. Patient presented with a "breast swelling" that was spontaneous and failed to resolve. This record represents the left side. The device has been explanted.

Event description:
Article, "women with allergan breast implant may sue over cancer link," reports a patient with unknown side alcl, the implant and the surrounding scar tissue removed."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Article citation: devlin, hannah. ¿women with allergan breast implants may sue over cancer link.¿ the guardian, 10 mar. 2019. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "alcl". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Article, "women with allergan breast implant may sue over cancer link," reports a patient with unknown side alcl, the implant and the surrounding scar tissue removed."